Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter adhering to the forceps elevator could not be identified and the root cause of the issue could not be determined, however, it is possible that the foreign material could not be removed due to physical damage to the equipment. The event can be prevented by following the instructions for use below: ¿chapter 5 reprocessing: general policy¿. ¿chapter 6 compatible reprocessing methods and chemical agents¿. ¿chapter 7 cleaning, disinfection, and sterilization procedures¿. ¿chapter 8 cleaning and disinfection equipment¿. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report of a leak from the elevator cleaning channel adaptor. The problem, as reported to olympus, was identified during reprocessing of the device. Upon inspection and testing of the returned device, foreign material was noted on the forceps elevator due to insufficient cleaning. This report is submitted due to the finding of foreign material on the forceps elevator, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. In addition to the finding of foreign material in the forceps elevator, the evaluation found the following: 1.) Damage to forceps pipe and water tightness noted lost and water could not be supplied; 2.) Adhesive on the bending section noted detached; 3.) Forceps channel port noted dented; 4.) Grip noted scratched; 5.) Right/left and up/down knob noted scratched; 6.) Connecting tube noted scratched; 7.) Scope cover noted scratched; 8.) Suction cylinder noted shaved; 9.) Switch 1 noted cut; 10.) Switch box noted scratched; 11.) Universal cord noted scratched and wrinkled; 12.) Due to wear of angle wire, bending angle up, down and left out of specification; 13.) Due to damage of switch box, switch1 and 2 did not functioning; 14.) Corrosion of multiple components due to water leakage; 15.) Scratch noted on distal end; 16.) Scratch of acoustic lens noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.